Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "alarm won't sound," which was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced the symptom "alarm won't sound." Any patient involvement, injury or medical intervention is unknown.